Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Eval summary: in general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehab protocol is unk. Mfg records were reviewed and found to be conforming to specs at the time of manufacture. Without more info, a definitive root cause cannot be determined at this time. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem.